Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to the ipg being too deep. The patient was doing well postoperatively. The explanted device was kept by the facility. Additional information was received that the patients ipg was implanted too deep, and the charger could not connect.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to the ipg being too deep. The patient was doing well postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.